Event description:
A malfunction was reported on the customer's pump, identified by a malfunction code that was not resettable. There was no adverse impact on the customer's blood glucose level. A replacement pump was sent, and the customer was advised on setting up the new device. In the interim, the customer planned to use multiple daily injections to ensure consistent insulin delivery.